Manufacturer narrative:
An investigation of this issue is ongoing. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Event description:
The customer, baxter healthcare corporation, contacted the device manufacturer on 16jan2025 to report that upon incoming inspection at the customer site. Lot k513 was inspected and it was noticed that some of the vial adapter devices were deformed and stuck together.

Manufacturer narrative:
No samples were returned by the customer. However, according to the obtained pictures, the products were detected with deformed and open blisters and the reported issue was verified. According to the manufacturer's records, lot# k513 was manufactured according to relevant procedures, tested before release and packed according to specifications. The manufacturer's batch records were reviewed, no non-conformances were found. All quality control inspections including visual inspections were conducted according to the procedures, no deviation were noticed. Retained samples from lot# k513 were visually inspected by the contract manufacturer during production, no findings were observed. According to the contract manufacturer's sterilization documents review, no deviations were noticed for lot# k513. According to available data, it is most probable that lot# k513 was not exposed to high temperatures during the manufacturing and sterilization process. Hence, this deviation likely occurred during shipment of lot# k513 which is the responsibility of the manufacturer until the shipment arrives at the customer. Therefore, the root cause of this event is due to insufficient temperature monitoring over the entire door to door shipment process. A corrective and preventative action was initiated by the manufacturer to define appropriate storage and shipping conditions for final goods throughout the entire supply chain.